Manufacturer narrative:
(B)(4). B. Braun medical inc. (Importer) is submitting this report on behalf of b. Braun (B)(4). The actual pump involved in the reported event and the pump logs have not been returned for eval. Multiple attempts to obtain additional info from the facility have not been successful. Without the actual pump, pump logs and/or pump serial number, a thorough investigation could not be performed and no conclusions can be drawn as to the cause of the reported event. Per the event description, it was stated that the customer's biomed could not duplicate the complaint. The customer's biomed checked calibration per manufacturer's recommendations and the pump was returned to svc. If the pump, pump logs and/or additional info become available, a f/u report will be submitted.

Event description:
(B)(4).